Manufacturer narrative:
H6: investigation type code: 4110, lens work order search-no similar complaint event(s) within associated lots were found. H11: manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was exchanged with the same model/ length; different power and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b4.- '05/01/2025' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was exchanged with the same model/ length; different power and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D4. Model#: 'vticm5_12.6 (-8.00/1.0). D4. Serial#: '(B)(6)' should be added. D4. Expiration date: '02/28/2027'. D4.- primary unique device identifier (UDI)#: '(B)(4)' should be added. H4.- device manufacture date: '03/14/2024' should be added.] Claim# (B)(4).